Event description:
While attempting to untape right femoral vascath, catheter hub separated from the clear plastic lumen. Catheter remained clamped at all times, with no harm to pt. Bard niagra slimcath was discontinued intact. No replacement required due to improving status of arf.